Event description:
A surgeon reported the system camera cannot find the frame and instruments. The surgeon discontinued the use of navigation, and the outcome of the pt was not impacted.

Manufacturer narrative:
RMA issued. Parts have not been sent back to MFR for investigation.

Manufacturer narrative:
The site refused providing patient identifier.